Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by misuse of the device as well as its natural wear. The device inspection shows that one of the 3 pegs is broken. The surface of the breakage shows a sharp break, which proves that an important force was applied to the peg by the healthcare professional. As a reminder, the IFU clearly states that: "avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones." Furthermore, the device has been in use since 2011. This extended period of use could have led to the natural wear of the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.